Event description:
It was reported the customer received a blank display after replacing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was not completed because the customer did not want to remove their battery cap. The customer was advised to insert a new battery and if the display does not return, revert to a back-up plan. Customer's blood glucose was 113 mg/dl. The customer will be sent a replacement battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.